Event description:
The customer reported that minimal bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The generator was set at 2 bars and the device was on mesentery tissue. The device was finished with another electrosurgery device and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.